Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a plumset where the distal tubing was damaged, causing an unspecified highly dangerous targeted drug to seep out. No additional information was provided.